Manufacturer narrative:
The reported event of intermittent capture and intermittent sensing was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the implant procedure. During placement, the right ventricular lead exhibited intermittent capture and sensing. The lead was not used and was replaced successfully without further issue. There were no consequences to the patient.